Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure the physician was unable to insert the right ventricular (rv) lead past the setscrew on this pacemaker. It was noted that the setscrew on the rv port was mis-aligned. The pacemaker was attempted and not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies; there were no obstructions noted in either lead barrels, all seal plugs were intact and all set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A test lead was inserted into the lead barrels, one at a time. The lead was able to be completely inserted with no difficulty noted. Each set screw held the lead in place. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.